Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-four (24) large volume infusors had red particulate matter on the tubing. This was noted prior to patient use. The devices had been filled with unspecified chemotherapeutic drugs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from february 12, 2020 - february 13, 2020. H10: three (3) devices were received for evaluation. Visual inspection on the returned samples revealed particles embedded in the tubing line. The particles were measured to be 0.03, 0.04 and 0.03 square mm in size; which met the specification of = 0.10 square mm for particulate matter. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particle was subsequently identified to be polyvinylchloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.